Event description:
It was reported that during a low anterior resection procedure, circular staple line leaked. It appeared that no staples had formed on the anterior aspect of staple line. The distal and proximate donuts were complete. Status post radiation for colon mass. The tissue was very thick and fibrotic. The device had been fired, evidenced by break through washer. Surgeon had to hand sew the anastamosis. The case was completed by performing a colo-anal anastamosis. Procedure had to be completed below. Instead of end-to-end anastamosis, a colo-anal anastomosis was performed by hand. Procedure was prolonged an hour.

Manufacturer narrative:
(B)(4). Additional information: how was the patient impacted due to the additional hour? No additional blood loss, patient had to have coloanal anastomosis. Was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transection? Green cs40g. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Covidien auto purse string. How was the purse string placed, by hand or with an assist device? Covidien. Was the spike of the trocar inserted lateral or through the staple line? Through. What confirmation did the surgeon receive that the anvil was firmly attached? Heard confirmatory snap. When the device was fired, where was the indicator within the green zone/gap setting scale? Yes. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near distal staple line and across purse string. How did you confirm the device was fully fired? Confirmed washer was fully broken through when donuts removed. Were any unexpected noises heard? None. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No difficulty removing. Approximately 1 revolution. Did the operation change significantly as a result of the device issue? Yes. What is the patients age and sex? Female, (B)(6). Did a hcp other than the primary surgeon fire the instrument? Yes, (B)(6), md (B)(4). Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information:it should be noted that the surgeon uses the covidien purse string device. It also should be noted that the surgeon suspects that patients with radiated tissue may be a contributing factor to the cause. The person firing the device varies as well.